Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07682. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The lesion was predilated with a balloon. A 2.75mmx20mm promus element drug-eluting stent was advanced for treatment; however despite repeated attempts, the device failed to cross the lesion and the stent struts got distorted. The device was removed and another 2.75mmx20mm promus element drug-eluting stent was advanced to treat the lesion; however the device failed to cross the lesion and the stent struts got distorted. A 2.75mmx12mm promus element drug-eluting stent was then advanced but also failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus element ous, mr 2.75 x 20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Same case as MDR ID: 2134265-2016-07682. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The lesion was predilated with a balloon. A 2.75mmx20mm promus element ¿ drug-eluting stent was advanced for treatment; however despite repeated attempts, the device failed to cross the lesion and the stent struts got distorted. The device was removed and another 2.75mmx20mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however the device failed to cross the lesion and the stent struts got distorted. A 2.75mmx12mm promus element ¿ drug-eluting stent was then advanced but also failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.